Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, as a preventative measure, a new pc was ordered for the system. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the itrak 3500l system would intermittently lockup. System is still in use since problem is very intermittent. There was no report of pt injury.